Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn but it was not separated. Both the probe tip and the grasping section had contact marks with each other. The coating of grasping section was partially missing. When we closed the grasping section and activated seal mode, short circuit error was not reproduced. The manufacturing history was reviewed, with no irregularities noted. This type of the errors and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the errors and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopy-assisted colectomy, the subject device was used. After about three hours of use, seal & cut short circuit error and seal short circuit error occurred frequently. It was reported that the ptfe pad of the device was severely worn and separated. The procedure was completed with another thunderbeat. There was no patient injury reported. After olympus medical systems corp. (Omsc) received the subject device for evaluation. As a result of evaluation of omsc on october 20, 2016, omsc confirmed that the coating of grasping section was partially missing, the ptfe pad of it was not separated and it was worn but the metal part was not exposed. And it was not reported that the fragment of the coating fell into the patient.